Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) did not release during withdrawal. Manual compression was then applied to achieve hemostasis. There was no reported patient injury. The event occurred in the department of neurointervention during a carotid angiography procedure on a 70-year-old male patient, in which a physician with many years of experience using exoseal performed retrograde puncture from the right femoral artery with a cordis short sheath. The device was inserted at a 45° angle, pulsatile blood flow initially slowed, and the indicator window changed from white/black to fully black before the plug deployment button was pressed and the device was withdrawn. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) did not release during withdrawal. Manual compression was then applied to achieve hemostasis. There was no reported patient injury. The device had been stored and prepared per the instructions for use. The event occurred in the department of neurointervention during a carotid angiography procedure on a 70-year-old male patient in which a physician with many years of experience using exoseal performed retrograde puncture from the right femoral artery with a 6f cordis avanti+ short sheath. The patient¿s body mass index was not greater than 40. Pulsatile blood flow initially slowed, and the indicator window changed from white/black to fully black before the plug deployment button was pressed and the device was withdrawn. The deployment button was fully depressed and flush against the handle, and the exoseal vcd and vascular sheath introducer were removed together as a single unit approximately 1¿2 seconds after deployment. Upon removal, the plug was still inside the delivery sheath and was found fully within the device shaft; the indicator wire was not visible. Angiography verified the femoral artery¿s suitability, confirming an insertion angle of 30¿45 degrees, a vessel diameter greater than or equal to 5 mm, no visible calcium or plaque at the puncture site, mild vessel tortuosity, and no nearby stent or stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device has been returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) did not release during withdrawal. Manual compression was then applied to achieve hemostasis. There was no reported patient injury. The device had been stored and prepared per the instructions for use. The event occurred in the department of neurointervention during a carotid angiography procedure on a 70-year-old male patient in which a physician with many years of experience using exoseal performed retrograde puncture from the right femoral artery with a 6f cordis avanti+ short sheath. The patient¿s body mass index was not greater than 40. Pulsatile blood flow initially slowed, and the indicator window changed from white/black to fully black before the plug deployment button was pressed and the device was withdrawn. The deployment button was fully depressed and flush against the handle, and the exoseal vcd and vascular sheath introducer were removed together as a single unit approximately 1¿2 seconds after deployment. Upon removal, the plug was still inside the delivery sheath and was found fully within the device shaft; the indicator wire was not visible. Angiography verified the femoral artery¿s suitability, confirming an insertion angle of 30¿45 degrees, a vessel diameter greater than or equal to 5 mm, no visible calcium or plaque at the puncture site, mild vessel tortuosity, and no nearby stent or stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received fully depressed, with the guard locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f cordis avanti catheter sheath introducer was returned inserted on the received unit. Finally, the indicator window was observed in the black/white/red position. No additional anomalies were observed during the visual analysis. A dimensional analysis was not required, as the unit was received in a fully deployed condition, rendering internal diameter verification unnecessary. The functional deployment simulation could not be performed, as the unit was received in a fully deployed state. A high magnification microscopic evaluation was performed on the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿vascular closure device (vcd) deployment difficulty-unable¿, was not observed through analysis of the returned device as the device was received fully deployed and the plug was not returned. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the deployment difficulty, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿(xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.